Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned cut at catheter. Upon visual inspection, a large biomaterial was present on and around impeller blade. Data logs were reviewed and real time (rt) log at time of issue showed a sudden pump stop with alarm 115 triggered. Motor current spike greater than 30000 ma 2 minutes later when pump was attempted to be restarted. Prior to pump stop, pump flow and placement signal were variable prior to pump stop. Clinical details noted that a sudden pump stop occurred onto support. Pump was unable to be restarted and backup console was attempted to restart pump without success. The cause of the pump stop could not be definitively determined as pump was returned cut and was unable to be tested fully during investigation and limited clinical details were provided.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient had an impella 5.5 pump placed for escalated chest pain and extracorporeal membrane oxygenation. The impella 5.5 was supporting and allowed for extracorporeal membrane oxygenation to be removed and plan for the left ventricular assist device in the future. The impella 5.5 was supporting for weeks when there were complications of deep vein thrombosis and infection as well as neurological changes. The pump remained on despite these issues until day 22. The pump stopped and was not able to be restarted. The stopped pump also had multiple alarms. The family knew the patient was not a candidate to escalate to other measures and so the patient expired.

Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: an adult patient presented in cardiogenic shock on (B)(6) and underwent multiple rounds of CPR. An intra-aortic balloon pump (iabp) was placed for initial support. On (B)(6), the patient was escalated to impella cp for higher hemodynamic support. Due to worsening hemodynamics, va-ECMO was initiated for primary mechanical circulatory support, and impella 5.5 was implanted for left ventricular (lv) unloading. On (B)(6), the patient exhibited signs of infection (no documented results). On (B)(6), multiple deep vein thromboses (dvts) and a pseudoaneurysm at the axillary site were noted. On (B)(6), the impella 5.5 stopped unexpectedly; attempts to restart the device failed. The device was left in the aortic position. The patient expired on (B)(6) while supported on ECMO and the non-functioning impella 5.5. Device involvement: impella cp functioned as intended; no device-related complaints. Escalation was due to patient¿s clinical deterioration, not device malfunction. Impella 5.5 was an unexpected pump stop on (B)(6) with failed restart attempts. Device remained in situ until patient expired. Considered a contributing factor to patient death, though underlying condition was severe. Automated impella controllers (aic) conservatively reporting as malfunction. Based on reported information, the impella cp performed as expected; the impella 5.5 exhibited pump stop during use. The patient¿s death primarily attributed to underlying clinical condition; device malfunction may have contributed. Note: type of reportable event and investigation with coding remain unchanged. This is one of three device reports associated with the event. Refer to the following report numbers for the related device reports: 1220648-2025-31158 (aic), 1220648-2025-31159 (aic) and 1220648-2025-31090 (pump).